Event description:
It was reported that total care pt, posey side rail pads, was found hanging on siderail of bed. Pt's chin neck area was caught on bed frame between split rails. Death by accidental asphyxiation.